Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 23907 and replaced universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Failure analysis confirmed the reported upon reviewing logs and replicated the reported issue upon testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit failed upon testing on the patient side cart (psc) fixture test platform (pftp) with error 23907. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors of the axes controller spar (acs) of usm arm. It can be resolved by replacing usm.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer experienced repeated non-recoverable error 23907 on universal surgical manipulator (usm) 1 while preparing to start the case. Before contacting intuitive surgical, inc. (Isi)technical support engineer (tse), the customer had attempted to reposition the usm, perform a hard reboot, recover from the fault, and re-drape the usm, but the error persisted. The tse then advised the customer to either disable usm 1 and proceed using usms 2¿4, attempt another hard reboot, or swap the patient side cart (psc) with another da vinci system psc. The customer performed an additional hard reboot with no change, then disabled usm 1 and rebooted again; however, the 23907 error returned after power-up. The customer swapped the psc with one from another system to complete the procedure. There was no reported injury.